Manufacturer narrative:
One opened/used partial quick release septum side infusion set was inspected using a new lab quick release needle side infusion set and manual prime was performed. Infusion set failed per specification. Infusion set was found occluded at the tubing quick release connection septum side note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was high at 488 mg/dl which she had not treated yet. Customer states the reservoir was not empty. And the tubing has no air. The customer disconnected at the quick release and insulin did exit during fixed prime. She removed the infusion set and stated the cannula was not bent. Customer was advised to reconnect the tubing at the quick release and perform fixed prime; insulin did exit the tubing. Customer was advised that the site may be occluded. The product was replaced and returned for analysis.